Manufacturer narrative:
Usage of the device: the motor is not labeled for single use. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was supported with an acute blood pump system. The perfusionist at bedside reported that the primary console read "pump motor failure". The perfusionist exchanged the motor to the backup motor.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The reported event of the motor failing due to overheating was unable to be confirmed, because the motor was not returned for analysis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the vad coordinator that the motor failed due to overheating. Thrombus formation was found once the pump was drained. It was reported that the clot in the cone caused the motor to overheat and the motor was fine after that discovery; therefore the device is not being returned for evaluation. The patient survived the event. The patient later expired from a middle cerebral artery stroke after conversion to axillary va support on (B)(4) 2013 while awaiting a lung transplant.